Event description:
A caller reported an issue with a cgm error, stating cgm error 42 occurred. After consulting with technical support, they were guided through a complete pump reset process. Following the reset, the cgm error did not reappear, and the caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.